Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been (B)(4) other event reported for the reported manufacturing lot. Visual inspection: the headless pin extractor was received and showed damage to the santoprene handles on the instrument arms. The event was confirmed. The event was confirmed. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation and discolored condition of the device handles after it was returned from the hospital. These product were used in the surgery, but we could not specify when the event occurred. Additional information: on the provided photo it appears that particles of material from green handle could be seen on the metal section of the instruments.

Event description:
Loaner staff of stryker (B)(4) noticed the deformation and discolored condition of the device handles after it was returned from the hospital. These product were used in the surgery, but we could not specify when the event occurred. Additional information: on the provided photo it appears that particles of material from green handle could be seen on the metal section of the instruments.